Event description:
On (B)(6)2009, abbott point of care was contacted by a customer who reported when installing a battery in the martel printer for the I-stat1 analyzer, there was a burning smell. There was no report of serious injury associated with the complaint.